Event description:
Additional information was received. It was reported that another valiant stent graft (44x44x150) was implanted. The physician stated that this device was implanted because they wanted a better seal as the patient has a short conical aortic neck.

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic aortic ulcer. It was reported that the device formability was poor and was shortened. The formability refers to the shape in which the device was deployed and accommodated in the artery. The device was not modified. It was noted that the device remained at the selected site. The physician was not satisfied with the result. It was also noted that another component was placed. No additional clinical sequelae was reported and the patient is fine. Film review analysis: pec reviewed several returned films. A video of the angio during the deployment of the initially implanted device showed that the proximal closed web device was positioned within a straight section of the descending thoracic aorta, beginning just below the bottom of the arch. During deployment of the first two stents, the proximal stent ring began to flower open, however, the proximal stent apices on the patient¿s right side were not contained by the aortic wall and continued to open beyond the thoracic wall and were deployed partially inverted outward. A still angio image of the completely deployed stent graft showed that the proximal stents on the right side were non-parallel to the aorta, and this malposition has led to incomplete proximal stent graft apposition with the vessel wall on the right side. Per the calibrated catheter, the flow lumen diameter just proximal to the stent graft measured approximately 33mm (l-r). Two stents at mid-length (#3 <(>&<)> #4) were expanded out to approximately 40mm (likely at the location of the treated thoracic ulcer) and the flow lumen diameter at the distal end of the stent graft measured approximately 26mm. No other stent graft issues were observed. Another still angio image showed that an additional device was implanted proximal to the first device and covering the mal-positioned proximal stent, and extended to within 5cm of the distal end of the initially implanted device. The cause of the non-parallel opening of the proximal closed web stent could not be determined from the images provided. The amount of stent graft oversizing is unknown. Pre-implant films and vessel sizing were not available for return; therefore a complete assessment of the patient's anatomy at implant could not be performed.

Manufacturer narrative:
(B)(4). Conclusion: implanting a cw as the proximal main device.